Event description:
Information was received indicating that this ambulatory infusion pump was over infusing. No adverse patient effects were reported.

Manufacturer narrative:
One smiths medical cadd-legacy® pump was returned for analysis in good condition. The device history log was reviewed and found that two volume accuracy tests were performed; confirming the complaint. The accuracy tests indicated that the pump was delivering outside the published specifications. Visual inspection found lcd bleed. Based on the evidence, it is unknown as to what caused the complaint.